Event description:
Distributor reported on (B)(4) 2014 to (B)(4) instruments inc that the tip of one mick flexiguide needle used in an hdr gyn treatment had broken. When the hosp was contacted, the incident was described as follows: needles were visually checked prior to implant and all were found to be good and not visually defective. Ten needles were implanted through a template into the treatment area without incident. When a length check was conducted on each needle prior to treating pt, it was found that the needle in channel #7 measured long. The measurement wire was removed and there was no visible damage to the sire or fluids present. Channel #7 was not used and the treatment plan was adjusted adequate to cover the target area. After completion, needle #7 was removed and it was observed that the tip of the flexiguide was missing. The physicist reported that there was no mis-administration and the pt was treated safely per the adjusted treatment plan.

Manufacturer narrative:
Physicist stated that pathfinder needles (which are strongly recommended in our instructions for use) were not used. This would have provided a pathway into the tissue and relieved the stress on the plastic flexiguide. Please not the obturator is designed and manufactured to not contact the tip in order to decrease the force exerted on the tip of the needle. Possible causes: bone interference (needle hitting bone upon insertion of needle). Physician technique (inserting the flexiguide needle requires the obturator to be inserted completely). If not, a void could be created at the base, weakening the tip of the needle. Use of another MFR's template. Use of undo force in insertion.